Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure. After the physician had placed both sides and went to adjust the second side, the mesh carrier released from its insertion point in the obturator internus muscle and the sling seemed stretched at the lateral edge near the mesh carrier. The physician completed the procedure with another solyx single incision sling system with no complications to the patient, who is reportedly over 18 years of age and was fine at the conclusion of the procedure.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.